Event description:
It was reported that the patient underwent a procedure on (B)(6) 2014 utilizing the s-lok pedicle screw system. Subsequently, information indicates that a slp6540 6.5mm x 40mm s-lok polyaxial screw fractured. No revision has been reported. It was noted that the patient was lifting a motor and worked three jobs, one of which required lifting of luggage bags. The implanting surgeon indicated that the screw fracture was the result of micro-motion.

Manufacturer narrative:
No product is available for evaluation. Without lot identity, review of manufacturing history and lot specific complaint history are not possible. Review of complaint history, from january 01, 2012 through september 26, 2014, for the slpxxx family of s-lok plyaxial screws did not identify a trend for reports of fracture. Although the exact root cause of the alleged fracture could not be determined, information provided indicates that the patient may not have followed postoperative instruction regarding physical activity and load bearing. Fracture of device is a known risk of this procedure.